Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue): the pump is making loud shrieking noise and vibrations. No alarms on screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the black box did not show any errors, alarms, or warnings associated with the complaint. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no shrieking or vibrating occurring. The pump was exercised for 24 hours with no shrieking or vibrating occurring. The pump case was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. (B)(4).